Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2014 and suture was used to close l pectoral incision. Following the procedure on (B)(6) 2014, the patient developed a post-operational abscess at the lateral edge and experienced pain at site. The patient was placed on keflex 500mg tid. The retained stitch was removed and the wound healed in one week. The current condition of the patient was reported as healed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.